Manufacturer narrative:
This medwatch is submitted to send the initial report and the results of the investigation. Product was not returned to ldr medical. No visual and functional evaluation can be performed. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From information provided, based on the product history records, the review of the case and the recurrence of this type of event for this implant, the likely cause for the event is a poor preparation of the intersomatic disc space. It points out that the surgeon did not follow the instruction as mentioned in the surgical techniques (step 2). This could explain that the implant position was not correct. The investigation found no evidence of a device issue. Root cause: user error.

Event description:
Mobi-c p&f us: implant removed, insertion was too deep. According to the reporter: physician needed to remove implant due to improper insertion depth (not enough, additional body work needed). Patient has smaller than average anatomy and needed more aggressive carpentry to get smallest implant to countersink. Reporter offers up new implant (of the same size) to insure proper performing implant. The second implant was positioned and the procedure completed to the surgeon's satisfaction with no complications. No harm to patient. Delay 5 min. Update on january 23rd 2019 from reporter : the implant had to come out to remove more of the uncinate processes. The surgeon did not wish to remove them (per his prior bias) and was hoping he could get the smallest implant ideally positioned. He was not pleased with the implant positioning or appearance and tried to improve it with the tamp. This did not improve it and we agreed it would be best removed and reimplanted after more carpentry on the uncinates. New implant went in and achieved an much improved alignment. There were no implant or inserter related failures other than the extreme complexity to put it back together after removal. Due to this limitation of our system, I elected to relieve the tension in the room by insuring we had a good implant ready to go back in place. It was the right call for the situation and should not reflect negatively on surgeon or implant. The patient¿s anatomy simply was atypically small and required more bony removal to allow for proper placement of our smallest implant. Technique was followed. Joint space was distracted and depth stops were accurately used throughout. The implant did not go too deep. We couldn¿t get it deep enough. Request of per-op and post-op x-ray have been made and the reporter does not have them.